Event description:
It was reported that the customer was hospitalized for dka. The customer had a seizure and the pump fell off. Troubleshooting was performed the programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Suggested the customer to try a new set and use manual injections per md protocol.